Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent: 6/5/2023 d4: batch # 662a71 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the joint cover damaged and with no reload present. In addition, a battery was received attached to the device and it was difficult to remove. Further analysis shows the left shroud was pressing against the bulkhead subassembly as it was not properly aligned. No functional test was performed due to the condition of the device. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the shrouds is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 662a71, and no non-conformances related to the reported complaint condition were identified.